Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a peroral endoscopic myotomy (poem) procedure performed on (B)(6) 2021. During the procedure, four clips were used and successfully deploy during this procedure. However, after patient left the hospital, one of the clips fell off causing a bleed and patient had to be readmitted. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a peroral endoscopic myotomy (poem) procedure performed on (B)(6)2021. During the procedure, four clips were used and successfully deploy during this procedure. However, after patient left the hospital, one of the clips fell off causing a bleed and patient had to be readmitted. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e0506 and captures the reported event of bleeding. Patient impact code f23 captures the reportable event of patient readmission. Block h11 (correction): g4 (premarket / 510(k) #)